Event description:
A terminally ill pt in hosp was put on a driver over a 24 hour period at 5pm on 2000-at 7:30pm the pt was reported to be dead and the syringe was found to be empty, the syringe cover was fitted upside down (driver was not retained by the syringe cover lug, but fitted in the wider part of the cover). Medication administered given as 51 mgs. Diamorphine, 50mgs. Cycloine and saline.